Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nicu is experiencing multiple events in which the filter leaks. There was no report of patient harm.